Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged pump shutdown could not be verified; however, the wake button failure was verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump unexpectedly shut off overnight. The customer's blood glucose level was 387 mg/dl. The customer administered a manual injection. The customer connected the pump to a power source and the pump turned on. The customer reloaded the existing cartridge and resumed insulin delivery. Additionally, it was reported that the wake button was no longer functional. Reportedly, the customer was able to access the pump features by connecting the pump to a power source. There was no impact to the customer's blood glucose level due to the wake button issue. Reportedly, the customer has manual injections available as alternate insulin therapy but would continue to utilize the pump for basal deliveries.